Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the device failed pre-use check. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have been not available for further evaluation. The issue was decided to be reported based on available information as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. According to the information provided by the technician, the air gas module was checked and needs to be replaced to resolved the issue. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 01/18/2010, corrected manufacture date: 09/22/2020.